Event description:
At bedtime the customer tested her blood glucose on the contour next link and it was normal. The specific reading was not provided. At 3:30am her glucose level dropped and she became unconscious. Her husband called the paramedics and they gave her an injection of glucose. Her blood glucose eventually rose to 200mg/dl and she was able to eat a peanut butter and jelly sandwich. The customer was asked to return the test strips for evaluation. New meter and strips were sent to her.